Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The perfusionist reported that the pt was at home and realized that the pump sounds seemed to be different. The pt had the impression that the system was not running as continuous as before. The pt was asked to come into the clinic for evaluation. After the pt arrived to the clinic, vent filters were taken and waveforms were down loaded and sent to the manufacturer for analysis. After the analysis of the waveforms the perfusionist put the pt on pneumatic back up using a stroke volume limiter (svl) and drive console. The pt remains stable on pneumatic lvad support. The pt has been moved up on the transplant list.